Event description:
It was reported that the tip of the instrument was broken during use and immediately retrieved. No patient complications were reported.

Event description:
The customer stated a patient specimen generated a high white blood count (wbc) value of 30 - 50 k/ul on the cell-dyn sapphire. The same sample was tested the following day and generated a resistant rbc flag (rrbc). When the sample was tested in rrbc mode, the wbc result was 5 k/ul. The initial high wbc result was reported but there was no impact to patient management.

Manufacturer narrative:
(B)(4). The customer reported that the issue was caused by an interfering substance of the specific patient sample (hemolyzed resistant rbcs). On (B)(6) 2010, the customer confirmed that the issue had not reoccurred. The cell-dyn sapphire operator's manual, list number 08h10-01, contains information to address the complaint issue and lists resistant rbc as an interfering substance which affects sample processing of wbc and wbc differential. A non-statistical trend (nst) review was performed for the reported issue from (B)(6) 2010 through (B)(6) 2010. No nst was identified during the searched period. Based on the investigation above, a product deficiency has not been identified for the cell-dyn sapphire related to the reported issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.